Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited sensing failure and had dislodged. It was noted that there was inappropriate slack. The ra lead was reprogrammed and later repositioned, and it remains in use. No patient complications have been reported as a result of this event.